Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
It was reported that the lancet protrudes beyond the end cap of the device and that the cap did not sit properly on the device.